Event description:
It was reported that stent damage occurred. A 32x3.00 omega¿ stent was selected for use to treat the lesion; however, during preparation, the physician noted that the stent appeared to be damaged. The procedure was completed with a different device. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).